Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. In addition, it was noted that the egm did not show the right atrial (ra) channel and that the pacing rate was not as expected. This device was explanted and replaced and has not been returned for analysis. No additional adverse patient effects were reported.